Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5257t501 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Not returned to manufacturer.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2016-00136 for the second patient. Refer to 8030647-2016-00137 for the third patient. It was reported that the suction catheter detached from the conical adapter. This happened during the second suction. The product was changed for a new one and there was no injury to the patient.

Manufacturer narrative:
No sample was received for this reported event. The field has been corrected to remove information regarding the sample being returned, and the date returned. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).